Event description:
The pt died following pci of a restenotic svg placement. The pt presented to cath and 3-vessel disease was found. Intra-procedure medications included gp iib/iiia inhibitors and heparin. Svg placement was performed in the proximal rca. Lesion and vessel charcteristics are unk. Follow-up angiography was performed six months later and restenosis between 50-70% was found in the previously treated svg placement. Pci was performed. Post-procedure medications included plavix 75 mg. On that day the pt died from unk causes. No addtional info is available.